Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there had been previous noise episodes but nothing recently. It was noted that previously it was observed on the right ventricular (rv) lead high frequency noise on the far-field (can ¿ rv coil) but hardly any noise on the near-field (rv tip ¿rv ring). Post device change out there was a concern about a set screw/header issue. The consultant is reluctant to open the patient again. The svc coil impedances on the rv lead is quite high which also makes it question a device header issue. Troubleshooting was done where an x-ray was taken to review the lead and header and all looked okay. Egm (electrogram) monitored and repeat impedance measurements taken when patient was moving arms and all looked okay. No changes were made and the device and lead remain in use. The patient is being monitored remotely for any further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.